Manufacturer narrative:
During the requested site visit, the field service engineer (fse) service found serum/crystallization/particles at the pipetting opening for testing area caused the erroneous results. The fse determined the diverter, load and unload - moulded base (rohs)_part number 7-205671-02 the likely cause and cleaned the part to resolve the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the diverter, load and unload - moulded base (rohs) did not identify any trends associated with the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the diverter, load and unload - moulded base. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the diverter, load and unload - moulded base (rohs).

Event description:
The customer observed false positive architect b-hcg results on one 20yrs old female patient. The results provided were: on (B)(6) 2024 initial=548.2 miu/ml (> or =25.00 miu/ml=positive) /repeated after recentrifuged=< 1.2 miu/ml (< or =5.00 miu/ml=negative) there was no reported impact to patient management.